Event description:
Customer reported issues with uploading data from the insulin pump. Customer was assisted with uploading this data to carelink. Customer also reported low battery power on the insulin pump. She changed the battery and got a blank display briefly. The blood glucose was not given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.